Manufacturer narrative:
(B)(4)

Event description:
It was reported "in multiple patients, vectorflow hub breakdown and the time between tube placement and dropout ranged from half a month to six months." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00399, 9680794-2025-00400, and 9680794-2025-00311.

Manufacturer narrative:
(B)(4) further clarification was requested regarding the complaint description and it was discovered that the event is not reportable; thus, the initial MDR submitted on 24-apr-2025 should be retracted.

Event description:
It was reported "in multiple patients, vectorflow hub breakdown and the time between tube placement and dropout ranged from half a month to six months." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00399, 9680794-2025-00400, 9680794-2025-00401, and 9680794-2025-00311.